Event description:
The patient complained of clouding vision. A yag laser procedure was attempted to improve the pin hole vision. At the last examination in 2003 the patient visual acuity had not improved therefore the lens will be explanted in 2003.